Event description:
N/a

Manufacturer narrative:
An event of complete atrioventricular bloack was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. Post procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation, using a small flexnav. The patient presented in sinus rhythm with membranous septum length of 2.1mm and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 6mm on non-coronary cusp (ncc) and 7mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. On (B)(6) 2025, the patient presented with a complete atrioventricular block (cavb). To treat the arrhythmia/heart block, a temporary pacemaker was placed. It was reported that the patient was stable. On (B)(6) 2025, a permanent leadless micra (mdt) pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.